Event description:
It was reported that during a knee procedure, the unit broke after 5 minutes of use. It was further reported that the fragment was removed without difficulty.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.